Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and analysis was performed and no anomalies were found. There was no insulation breach or conductor fracture in vivo was observed. Visual analysis of the lead indicated apparent explant damage. Medical devices: model: dtba1d4, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2016.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds, and high impedance. A lead fracture is suspected or possible lead insulation damage. The lead was extracted and replaced. No patient complications have been reported as a result of this event.